Event description:
It was reported that the patient presented to the ep (electrophysiology) lab for an infected pocket. The device was removed without complication. There was no complaint against the device from the customer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).